Event description:
It was reported that the device failed the 3am self test and had two error codes in memory that indicate a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported fault code could not be verified, nor duplicated. As a precaution, the therapy pcb assembly was replaced. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.